Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured and could no longer provide critical therapy for the patient. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.